Event description:
It was reported that during a laparoscopic gastric ulcer procedure, the device functioned properly; however, after the case while the patient was in recovery the patient's blood pressure became elevated. The patient was being moved when massive internal bleeding began and the patient was brought back to immediately for a reoperation. The patient lost almost their entire blood volume in one hour. It is unknown how much blood loss or the amount of the blood transfusion. The patient was admitted and has since been discharged. During the reoperation, the surgeon tied all the bleeders with suture. The device was discarded. Additional information: surgeon said he tried everything during the re-op; what vessel was transected with enseal and which was not - surgeon did not share that information. Surgeon had been using enseal for 2 years. The bleed occurred after a spike in the patient's blood pressure in post op recovery. Surgeon is an experienced enseal user that operates very quickly with the device. He recently switched to the round version because he felt like he wasn't getting enough hemostasis with trio device (this may be attributable to his speed).

Manufacturer narrative:
(B) (4). (B) (4). Information not available, device not returned for analysis.